Event description:
It was reported that, during laparoscopic pancreatoduodenectomy for cholangiocarcinoma, the tip of the blade of the device suddenly was broken off after about 8 hours after starting the procedure. A foreign matter flew out of the body cavity. A titanium clip was used prior to the failure of harmonic, and the harmonic was operated by the side of the clip. The doctor thought there was no evidence that the clip had been caught and the coating of the device had been removed. Another device was used to complete the case. There were no adverse consequences to the patient. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 1/2/2025. D4 batch #: unknown. Additional information was requested and the following was obtained: according to the comment, ¿the foreign matter was ejected out of the body cavity.¿ is it correct that the foreign matter was a damaged piece of blade? Also, this is a laparoscopic procedure, so how did the foreign matter eject out of the body cavity? The foreign matter was a damaged piece of blade. The foreign was ejected out of the body cavity when the device was removed from the trocar. (There is a possibility that there was some kind of crack and it broke off due to the pressure during the extraction.) Will damaged pieces or foreign matter be sent with the returned product? Yes, they will be sent together. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 1/15/2025. Corrected data: d1, d4. An analysis of the product could not be performed since a physical sample was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications.

Manufacturer narrative:
(B)(4). Date sent: 1/28/2025. D4 batch #: y7030y. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that the device was returned with the distal tip of the blade broken off and it was returned with the device. The remaining blade portion was scratched, and with evidence of contact with metal in or out of the operative field. During functional testing on gen11, an alert screen was displayed. A probable cause for the device to stop activating and the gen11 to display an alert screen is blade damage. The device was disassembled to verify the condition of the internal components and no anomalies were found. Probable causes of blade damage, including breakage, are external contact during pre-op or general use, blade contact with other devices, staples or clips during the procedure. Once minor blade damage has occurred, subsequent activations may increase the severity of the blade damage. This in turn can result in activation issues such as failing the pre-run test with the generator and displaying an alert screen. These alert screens that can result are such as "remove instrument from patient" or ¿blade error detected¿ or "relaxed pressure on blade" followed by a ¿replace instrument¿ screen later in the procedure. Continued usage of the damage blade can result in a broken blade. As part of the quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device batch y7030y, and no non-conformances were identified.